Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The day after the onset, the patient was hospitalized for the event. On the same day, the patient was treated with injection of vancomycin (1 gram, ip, once in 3 days) for the event of peritonitis. The patient recovered from the peritonitis. No additional information is available.